Manufacturer narrative:
The reported event of slow interrogation was confirmed. Based on the information provided, it was determined that the event was most likely caused by poor ble telemetry.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, during a capture test on the device, the egm was slow to update. A bluetooth (ble) telemetry problem was suspected. The patient was stable and will continue being monitored.